Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. D.3. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd us cathena 20gx1.00in straight bc had blood leakage out of the control plug. The following information was provided by the initial reporter: material: 386862 batch#: 4265921. Verbatim: failed blood control valve additional information provided: 1. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. 2. Kindly re-confirm the material # 386862 number. Potential for harm to caregiver from possible bbp exposure. No harm to patient yes, 386682 is the material number.

Manufacturer narrative:
No photo/sample received for investigation.